Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the area was not clean before starting pd therapy and food poisoning. The patient was not hospitalized for the event. The patient was treated with amikacin (125mg daily; route and duration not reported) for peritonitis. Six days after the onset, the patient was to start treatment with vancomycin (1g per day, route and duration not reported). Dianeal and extraneal therapies remained ongoing. The patient's recovery status and outcome of the event were unknown. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.